Manufacturer narrative:
(B)(4). Follow report sent to FDA on 12/30/2014.

Manufacturer narrative:
(B)(4)

Event description:
Procedure: hysterectomy. According to the reporter: the device released the needle into the abdomen. A grasper had to be used to retrieve the needle from the patient.